Event description:
It was reported that a malfunction alarm with code malf 12 occurred. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support provided the customer with pump reset information and assisted with resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact technical support if the issue recurred.